Event description:
The customer reported the system would not boot. No pt injuries were reported.

Manufacturer narrative:
The ge service rep verified symptom. He found the timing chip on table sensor board was not flashing. The rep adjusted timing so the light flashes twice a second, and verified proper boot and operation of system.